Manufacturer narrative:
E.1 initial reporter e-mail: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 had failed and was not detected on the bus. The field service engineer (fse) opened the back panel of the device and found an empty plastic bag located at the rear of drawer 2.2. The bag was removed, and the device was shut down. All connections were reseated, and the system was rebooted after approximately three minutes. The fse then tested drawer 2.2 using the hardware test application (hta), which passed successfully. After rebooting back into the application, the customer inventoried the medications in the drawer. All tests were completed successfully, and the drawer was confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.2 was not detected on the bus. The customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.